Event description:
It was reported that a customer started using a smiths medical portex blue line trach tube from regular replacement and it worked for a while. However, an air leak sound (a whistling sound) was heard around the flange. So they troubleshot it by replacing the product with a spare one. No patient injury.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device the sample was inflated and deflated without any issue, the sample was inflated per 24 hours without any problem. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.